Event description:
Pt had elective cardioversion on 8/4/94. Pt received first degree burns over 2% of body, the same size and shape as the defibrillation pads. The burns became apparent on chest both anterior and midaxillary in approx 10 hrs after cardioversion. Pt was in atrial fibrillation preshock. First shock 200 joules at 10:45:03 am, second shock 300 joules 10:45:55 am, and third shock 360 joules at 10:47:18 am. Pt was in ns post shock. Rn states the pads were open and placed on pt 2 mins before cardioversion and were removed approx 30 mins after cardioversion.